Manufacturer narrative:
No additional medical intervention was performed. This lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day after the implantation of this left ventricular (lv) lead, it was discovered that the patient had a pneumothorax on the left side. No other adverse patient effects were reported.